Event description:
The pt was enrolled and treated in the study in 2008 with a precise stent to left proximal internal artery. Approx eight months post procedure, the pt reportedly died. The cause of death is not documented. The event was documented as not related to the cordis product or procedure. There were no reported product malfunctions during the index procedure. There were no reported dissections or revascularization planned. The pt left the angiography suite neurologically intact. The pt was discharged the following day with no noted adverse events. During the pt's 30 days follow-up, there were no noted adverse events.

Manufacturer narrative:
This product is not available for analysis as stated. Additional information will be provided within 30 days of receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Two units were rejected during the final assembly of this lot. The device history record (DHR) review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. Non conformance process to hold step ( pths)# 13167740 was generated due to a pra pending to be approved. After that, the lot was released under pra# 11152236 rev. 1 and the pths was closed. This nonconformance bares no relation to the complaint reported. Manufacturing records for lot 13167740 were reviewed and product met all quality requirements for product acceptance. A device history record (DHR) review was requested to nitinol devices and components (ndc) and the results indicate that the stent shipped meets specified release requirements. Additional information will be provided within 30 days of receipt.

Event description:
The patient's death was documented as neurological.

Manufacturer narrative:
It was reported via the sapphire study database that approximately eight months post implantation of a precise stent to treat a left carotid artery stenosis the patient died. It was reported that the death was unrelated to a cordis product and unrelated to the procedure; however, it was initially indicated that the cause of death was neurological. Updated data base did not indicate a cause. No further information has been obtained in response to follow-up investigative attempts. At index procedure the patient was symptomatic with documentation of tias. The target lesion was 30mm in length with 72% stenosis and ulcerated. There was moderate circumferential lesion calcification. The vessel was moderately tortuous. A high risk criterion of tandem lesions was documented. The angioguard distal protection device was used with no debris found upon removal. It was deployed and removed without technical problems. The lesion was pre-dilated with final target lesion stenosis of 10%. There was no stent malfunction. Heparin was given during the procedure. Antiplatelet therapy included pre and post procedure and discharge aspirin and pre, intra and post procedure clopidogrel. The patient left the angiography suite neurologically intact. The patient was discharged the following day with no noted adverse events. During the patient's 30 day follow-up, there were no noted adverse events. The 83 year old female's medical history included clinical copd, coronary artery disease, and hypertension. A review of the manufacturing documentation associated with the lot presented no issues during the manufacturing process that can be related to the reported complaint. A device history record (DHR) review was requested to nitinol devices & components (ndc), for part number 23541 and stent lot numbers 97857, 97856 and 97536; and the results indicate that the stent shipped meets specified release requirements. Clinical factors including patient history and medical status may have contributed to the event; however, without further clinical information regarding the reported death eight months post treatment of a carotid artery stenosis with the precise stent, no conclusion can be made regarding a relationship of the event to the device. There is no indication that the event is related to the device design or manufacturing process.